Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator caused the patient to experience palpitations due to functional under-sensing. The healthcare professional was concerned with this situation. No interventions were performed. The patient was in stable condition.